Event description:
Hospital personnel performed a synchronized cardioversion on a pt, condition not reported. The pt was connected to the device with disposable defibrillation/ECG electrodes and adapter. According to the reporter, when the countershock was delivered, arcing was observed near the red connector of the defib cable. A backup device was immediately called for and used. No adverse effects to the pt were reported as a result of the alleged malfunction.